Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of maxplus disconnecting from IV access device could not be confirmed due to the product was not returned for failure investigation. The cause of this failure was not identified.

Event description:
Customer reports they use the maxplus in conjunction with the ICU medical spiros valve for closed connection safety device when administering hazardous drugs. Customer reported a disconnect between the two. There was no report of patient harm or medical intervention being required.